Event description:
It was reported that a patient will have her vns explanted. The patient has been experiencing painful dyesthesia around the left supraclavicular area over the generator. Attempts for additional information have been unsuccessful to date, as the referring physician is unknown and attempts for additional information from the surgeon's office have been unsuccessful. Although surgery is likely, it has not occurred to date.